Manufacturer narrative:
(B)(4). The device history record and sterilization record for this lot have been reviewed and found to be in compliance. Unopened product from the same lot was returned and found to be within spec. There was no nonconformity or deviations during the mfg process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
It was reported by the eye care professional (ecp) that a pt developed irritation from contact and the pt is going back to their previous brand of lenses. Add'l info received from ecp on (B)(6) 2014 stating that the pt was diagnosed with a peripheral corneal ulcer, 1-2mm in size in the right eye. The pt experienced sever pain/discomfort, moderate redness, no discharge, no anterior chamber reaction, no infiltrate, permanent scarring, and mild corneal staining covering less than 50% of the cornea. The pt was prescribed zymaxid eye drops, 1 drops every hour for 5 days and then tapered. Follow up was scheduled for (B)(6) 2014. The best corrected visual acuity before and after the event was 20/20.